Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained hyperglycemia with readings up to over 400 mg/dl for several hours, with a documented value of 342 mg/dl trending stable then down, and large ketones detected; the caregiver subsequently suspended insulin delivery, disconnected from the pump per endocrinology guidance, and administered a subcutaneous insulin pen correction before later reconnecting to the pump with glucose back in range. Symptoms included hyperglycemia with large ketones and no reported acute sequelae. Outcomes included home management with endocrinology oversight and no hospitalization or professional intervention beyond outpatient advice. Investigation included customer care review, high blood glucose questionnaire, education on the ketone action plan, and follow-up confirmation of return to range. Investigation of this case revealed no product malfunction reported and no confirmed device component failure, with the event resolving after temporary pump suspension and off-pump correction, making the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.